Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of over 600mg/dl and over 700mg/dl. The customer treated with the insulin pump and shots. Customer's blood glucose value was unknown at the time of the call. Customer declined to troubleshoot for high readings. The customer stated that insulin pump alarmed insulin flow blocked during a set change and also received a pump error when changed for a third set. The customer stated that they were able to complete rewind the insulin pump and also passed the displacement test. The customer stated that the insulin pump did not alarm pump error during rewind process and passed self-test. The customer was advised to change entire infusion set. Troubleshooting for insulin flow blocked was also performed. The customer stated that they were reporting a past event that was resolved but infusion set change. The customer did not have the product to return. The product will not be returned for analysis.